Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the initial reported event could not be determined, the suggested event most likely occurred due to a high-energy treatment device been used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Additionally, the investigation confirmed the presence of foreign material within the nozzle; but the type of material or root cause could not be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: ¿detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual; chapter 4 operation_4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a burnt distal end. The issue was found during service/maintenance. There were no reports of patient involvement.